Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump indicated a data log corruption. There was no reported adverse effect to the customer's blood glucose level. Reportedly, customer continued using pump for insulin therapy.